Event description:
On 3/11/2025, it was reported by a sales representative via email that the black and white tightrope passing suture from an ar-1588r-ib acl repair tightrope with internalbrace stripped and broke in half when passed through the fiberring. A new tightrope was needed to complete the case. This was discovered during an acl repair procedure on (B)(6) 2025. Additional information received on 3/18/2025: the ar-1588r-ib acl repair tightrope with internalbrace was completely removed from the patient a new one was used to complete the case. The case was not delayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing, the device coming in contact with another device during use, and/or improper surgical technique.